Event description:
Event description guidant received information that prior to implant, this implantable cardioverter defibrillator exhibited a lower than expected monitoring voltage. The device was not used and returned to guidant for analysis.